Event description:
A customer reported experiencing intermittent occlusion alarms. The issue did not lead to any adverse blood glucose levels for the customer. Following escalated troubleshooting, technical support recommended a replacement of the pump.